Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken powerglide catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 18gax10cm powerglide midline catheter. The sample was received in two segments which shared a complete break approximately mid-way along the length of the catheter. Light usage residues were observed. The sample was returned with a peripheral IV catheter which was unremarkable to gross inspection. Also received was a photograph which appeared to depict the proximal segment of the returned sample. Microscopic inspection of the break in the catheter revealed sharply defined edges. The edges exhibited a partially granular and partially glossily striated texture. The observed regular striations were typical of pattern transfer during contact with a grind-sharpened instrument such as a scalpel. It appeared that the observed break was initiated by such contact. The product IFU states ¿do not allow accidental device contact with sharp instruments.¿ reference (B)(4) for additional information about this failure type.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged powerglide catheter was confirmed; however, the cause was undetermined. The product returned for evaluation was one photograph depicting an18gax10cm powerglide midline catheter. The catheter in the photograph was placed upon a ruler. What appeared to be usage residue was visible within the catheter lumen. A diagonally aligned split or break was evident in the catheter tubing spanning approximately 1.5¿-2¿ distal of the luer hub. The split appeared to exhibit irregular edges. While catheter damage was evident in the provided image, the evidence was insufficient to determine a root cause for the failure. The split appeared consistent, however, with catheter damage caused by withdrawing the catheter against the needle bevel during insertion. The product IFU states ¿once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. This may result in damage to the catheter. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter.¿

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of rezf1137 showed no other similar product complaint(s) from these lot numbers. The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
The line was said to have been placed on (B)(6) with zero complications per the nurse who inserted the line. Nurse reported a successful first attempt, with no resistance and great placement. The patient reportedly went in for an unscheduled dressing change on (B)(6). Nurse was said to have performed the dressing change and re-secured the catheter with gauze and four steri-strips. The outpatient infusion then called the hospital PICC nurse on (B)(6) notifying her that the catheter was allegedly dislodged and that it was missing 5cm. The patient reportedly complained that he thought the line was allegedly infiltrated, but nurses report not knowing when he said that specifically and why he allegedly thought that. When the patient went in again after the saturday dressing change, the nurse from the outpatient infusion center was said to have removed the dressing and stated that the catheter was completely out of the skin, and looked as if it was allegedly just basically taped to the patient's skin. 5cm of the 10cm catheter was said to have been removed. The other 5cm reportedly remains in the patient and has been located via x-ray. The patient was said to have been scheduled for removal on (B)(6) 2015 in interventional radiology. The catheter was allegedly removed but not replaced. (B)(6) 2015 - sales representative reported that the removal attempt was said to be successful. The piece was 5.5cm, and was reportedly removed by a cut down procedure and removed from the subcutaneous tissue.